Manufacturer narrative:
A visual inspection and dimensional/functional testing were performed on the returned guide wire and the reported difficulty to insert was confirmed. The repotted peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to insert and core peeling. Based on the limited information provided by the account and returned device analysis, it may be possible that the coils became damaged during preparation resulting in the reported difficulty to insert. Additionally, it is possible that the core dragged against the torque device and or other accessory device used in the procedure causing the teflon coating to scratch off and the appearance of peeling; however, these could not be confirmed. The noted bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A balance middleweight elite guide wire was attempted to be inserted into an unspecified balloon catheter; however, there was difficulty and the core was peeling. Another bmw elite guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.